Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain and cramping") in a female patient who received essure (ess205) for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy bleeding during menstruation"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dyspareunia ("painful intercourse"), dysgeusia ("metallic taste in mouth"), rash ("rashes"), pruritus ("itching") and anxiety ("anxiety"). The patient was treated with surgery (total hysterectomy and partial bilateral salpingectomy on (B)(6) 2012). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, rash, pruritus and anxiety outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, rash, pruritus and anxiety to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2007: hysterosalpingogram result was fallopian tubes not fully occluded. In (B)(6) 2007: hysterosalpingogram fallopian tubes not fully occluded and then fallopian tubes fully occluded. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower pelvic pain and cramping. A total hysterectomy with partial bilateral salpingectomy was performed to remove micro-inserts around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain and cramping"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (ess205) (batch no. 824001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis and venous insufficiency. Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, cyst of kidney, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(4)2007, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(4)2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse"). On (B)(4)2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain ,dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash") and vaginal prolapse ("vaginal prolapse"). The patient was treated with lorazepam (ativan), doxycycline, ibuprofen, meloxicam (mobic), alprazolam (xanax), surgery (total hysterectomy and partial bilateral salpingectomy on (B)(4)2012) and surgery (ablation). Essure (ess205) was removed on (B)(4)2012. At the time of the report, the pelvic pain, dysmenorrhoea, genital haemorrhage, menorrhagia, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash and vaginal prolapse outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, back pain, breast pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mood swings, oligomenorrhoea, pelvic pain, pruritus, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure (ess205). The reporter commented: some ailments have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in october 2007: fallopian tubes not fully occluded; in december 2007: fallopian tubes not fully occluded then fallopian tubes fully occluded most recent follow-up information incorporated above includes: on (B)(4)2018: pfs received: new events: vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, genital haemorrhage, breast pain were added.product batch number, start date updated. Reporter, patient demographic information, other relevant history updated. Treatment medication added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain and cramping"), genital haemorrhage ("abnormal bleeding (general)") and menorrhagia ("abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (ess205) (batch no. 824001) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, venous insufficiency, urinary incontinence, multigravida and live birth ((B)(6) 1993, (B)(6) 1996, (B)(6) 1997, (B)(6) 1998, (B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2003). Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, renal cyst nos, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). On (B)(6) 2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain ,dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash"), vaginal prolapse ("vaginal prolapse") and abdominal pain ("abdominal pain"). The patient was treated with lorazepam (ativan), doxycycline, ibuprofen, meloxicam (mobic), alprazolam (xanax), surgery (total hysterectomy and partial bilateral salpingectomy on (B)(6) 2012) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash and vaginal prolapse outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mood swings, oligomenorrhoea, pelvic pain, pruritus, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure (ess205). The reporter commented: some ailments have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: tubal occlusion.; on (B)(6) 2007: fallopian tubes fully occluded; in (B)(6) 2007: fallopian tubes not fully occluded; in (B)(6) 2007: fallopian tubes not fully occluded pregnancy test - on (B)(6) 2008: miscarriage on (B)(6) 2007, hysterosalpingogram revealed essure devices are seen within the uterine tubes on the scout film of the pelvis. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. New event added- abdominal pain. Event outcome of pelvic pain was recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not properly placed and twisted around themselves during my first two hsg tests'), pelvic pain ('severe lower pelvic pain and cramping'), menorrhagia ('abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (ess205) (batch no. 824001-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils were not properly placed and twisted around themselves during my first two hsg tests". The patient's medical history included endometriosis, venous insufficiency, urinary incontinence, multigravida, multiparous ((B)(6) 1993, (B)(6) 1996, (B)(6) 1997, (B)(6) 1998, (B)(6) 1999, (B)(6) 2000, (B)(6) 2002 ,(B)(6) 2003) and back disorder. Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, renal cyst nos, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids/ fibroid tumor"). On (B)(6) 2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain ,dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash"), vaginal prolapse ("vaginal prolapse"), abdominal pain ("abdominal pain"), myofascial pain syndrome ("myofascial pain syndrome post essure") and uterine enlargement ("uterus was growing into abdominal wall"). The patient was treated with alprazolam (xanax), doxycycline, ibuprofen, lorazepam (ativan), meloxicam (mobic), ablation and surgery (ablation and total hysterectomy and partial bilateral salpingectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash, vaginal prolapse and myofascial pain syndrome outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mood swings, myofascial pain syndrome, oligomenorrhoea, pelvic pain, pruritus, rash, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure (ess205). The reporter commented: some ailments have resolved. Reporter commented-it caused fibroid tumors and my uterus to cleft in half diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes not fully occluded; on (B)(6) 2007: results: tubal occlusion.; in (B)(6) 2007: results: fallopian tubes not fully occluded; on (B)(6) 2007: results: fallopian tubes fully occluded. Pregnancy test - on (B)(6) 2008: results: miscarriage. On (B)(6) 2007, hysterosalpingogram revealed essure devices are seen within the uterine tubes on the scout film of the pelvis. Concerning the injuries reported in this case, the following ones were reported via social media: myofascial pain syndrome post essure and uterus was also growing into abdominal wall. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events myofascial pain syndrome post essure and uterus was also growing into abdominal wall was added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain and cramping"), menorrhagia ("abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 824001-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, venous insufficiency, urinary incontinence, multigravida and multiparous (17sep1993,26mar1996,07jan1997,04feb1998,19may1999,07sep2000,18feb2002,22nov2003). Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, renal cyst nos, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). On 1-oct-2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain ,dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash"), vaginal prolapse ("vaginal prolapse") and abdominal pain ("abdominal pain"). The patient was treated with lorazepam (ativan), doxycycline, ibuprofen, meloxicam (mobic), alprazolam (xanax), surgery (total hysterectomy and partial bilateral salpingectomy on 12-mar-2012) and surgery (ablation). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash and vaginal prolapse outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mood swings, oligomenorrhoea, pelvic pain, pruritus, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure (ess205). The reporter commented: some ailments have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on 23-nov-2007: tubal occlusion.; on (B)(6)2007: fallopian tubes fully occluded; in october 2007: fallopian tubes not fully occluded; in (B)(6)2007: fallopian tubes not fully occluded pregnancy test - on 1-jul-2008: miscarriage on (B)(6)2007, hysterosalpingogram revealed essure devices are seen within the uterine tubes on the scout film of the pelvis. Most recent follow-up information incorporated above includes: on (B)(6)-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coils were not properly placed and twisted around themselves during my first two hsg tests"), pelvic pain ("severe lower pelvic pain and cramping"), menorrhagia ("abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 824001-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils were not properly placed and twisted around themselves during my first two hsg tests". The patient's past medical history included endometriosis, venous insufficiency, urinary incontinence, multigravida and multiparous ((B)(6) 1993, (B)(6) 1996, (B)(6) 1997, (B)(6) 1998, (B)(6) 1999, (B)(6) 2000,(B)(6) 2002, (B)(6) 2003). Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, renal cyst nos, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids"). On (B)(6) 2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain ,dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower ("severe lower abdominal pain and cramping"), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash"), vaginal prolapse ("vaginal prolapse") and abdominal pain ("abdominal pain"). The patient was treated with lorazepam (ativan), doxycycline, ibuprofen, meloxicam (mobic), alprazolam (xanax), surgery (total hysterectomy and partial bilateral salpingectomy on (B)(6) 2012) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash and vaginal prolapse outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, breast pain, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, mood swings, oligomenorrhoea, pelvic pain, pruritus, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vaginal prolapse to be related to essure (ess205). The reporter commented: some ailments have resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: tubal occlusion.; on (B)(6) 2007: fallopian tubes fully occluded; in (B)(6) 2007: fallopian tubes not fully occluded; in (B)(6) 2007: fallopian tubes not fully occluded pregnancy test - on (B)(6) 2008: miscarriage. On (B)(6) 2007, hysterosalpingogram revealed essure devices are seen within the uterine tubes on the scout film of the pelvis. Most recent follow-up information incorporated above includes: on 2-nov-2018: plaintiff fact sheet received: event coils were not properly placed and twisted around themselves during my first two hsg tests added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not properly placed and twisted around themselves during my first two hsg tests'), pelvic pain ('severe lower pelvic pain and cramping'), menorrhagia ('abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), abdominal pain lower ('severe lower abdominal pain and cramping') and vomiting ('vomiting') in a 31-year-old female patient who had essure (ess205) (batch no. 824001-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils were not properly placed and twisted around themselves during my first two hsg tests". The patient's medical history included endometriosis, venous insufficiency, urinary incontinence, multigravida, multiparous ((B)(6) 1993,(B)(6) 1996,(B)(6) 1997,(B)(6) 1998,(B)(6) 1999,(B)(6) 2000,(B)(6) 2002,(B)(6) 2003) and back disorder. Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, renal cyst nos, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids/ fibroid tumor"). On (B)(6) 2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain ,dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower (seriousness criterion hospitalization), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash"), vaginal prolapse ("vaginal prolapse"), abdominal pain ("abdominal pain"), myofascial pain syndrome ("myofascial pain syndrome post essure"), uterine enlargement ("uterus was growing into abdominal wall"), vomiting (seriousness criterion hospitalization), crohn's disease ("crohn's disease"), intestinal obstruction ("bowel obstruction"), irritable bowel syndrome ("ibs") and adenomyosis ("adenomyosis") and was found to have white blood cell count increased ("white blood cell elevated"). The patient was treated with alprazolam (xanax), doxycycline, ibuprofen, lorazepam (ativan), meloxicam (mobic), ablation and surgery (ablation and total hysterectomy and partial bilateral salpingectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash, vaginal prolapse, myofascial pain syndrome, uterine enlargement, vomiting, crohn's disease, white blood cell count increased, intestinal obstruction, irritable bowel syndrome and adenomyosis outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, anxiety, back pain, breast pain, crohn's disease, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, mood swings, myofascial pain syndrome, oligomenorrhoea, pelvic pain, pruritus, rash, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vomiting and white blood cell count increased to be related to essure (ess205). The reporter commented: some ailments have resolved. Reporter commented-it caused fibroid tumors and my uterus to cleft in half diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes not fully occluded; on (B)(6) 2007: results: tubal occlusion.; in (B)(6) 2007: results: fallopian tubes not fully occluded; on (B)(6) 2007: results: fallopian tubes fully occluded. Pregnancy test - on (B)(6) 2008: results: miscarriage. On (B)(6) 2007, hysterosalpingogram revealed essure devices are seen within the uterine tubes on the scout film of the pelvis. Concerning the injuries reported in this case, the following ones were reported via social media: myofascial pain syndrome post essure and uterus was also growing into abdominal wall. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new events " crohn's disease", white blood cells elevated, vomiting were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coils were not properly placed and twisted around themselves during my first two hsg tests'), pelvic pain ('severe lower pelvic pain and cramping'), menorrhagia ('abnormal heavy bleeding during menstruation/abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)'), abdominal pain lower ('severe lower abdominal pain and cramping') and vomiting ('vomiting') in a 31-year-old female patient who had essure (ess205) (batch no. 824001-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "coils were not properly placed and twisted around themselves during my first two hsg tests". The patient's medical history included endometriosis, venous insufficiency, urinary incontinence, multigravida, multiparous ((B)(6) 1993, (B)(6) 1996, (B)(6) 1997, (B)(6) 1998, (B)(6) 1999, (B)(6) 2000, (B)(6) 2002, (B)(6) 2003)) and back disorder. Concurrent conditions included body mass index normal, dry eyes, corneal dystrophy, hepatic cyst, renal cyst nos, endometriosis, herniated disc, melanoma, protein c deficiency and tennis elbow. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroids/ fibroid tumor"). On (B)(6) 2008, the patient experienced pruritus ("itching"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain, dysmenorrhea (cramping)"), oligomenorrhoea ("prolonged and erratic menstruation cycles"), abdominal pain lower (seriousness criterion hospitalization), back pain ("severe back pain"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in mouth"), anxiety ("anxiety"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe:mood swings"), breast pain ("breast pain"), fatigue ("fatigue"), rash ("rash"), vaginal prolapse ("vaginal prolapse"), abdominal pain ("abdominal pain"), myofascial pain syndrome ("myofascial pain syndrome post essure"), uterine enlargement ("uterus was growing into abdominal wall"), vomiting (seriousness criterion hospitalization), crohn's disease ("crohn's disease"), intestinal obstruction ("bowel obstruction"), irritable bowel syndrome ("ibs"), adenomyosis ("adenomyosis") and arthralgia ("joint pain") and was found to have white blood cell count increased ("white blood cell elevated"). The patient was treated with alprazolam (xanax), doxycycline, ibuprofen, lorazepam (ativan), meloxicam (mobic), ablation and surgery (ablation and total hysterectomy and partial bilateral salpingectomy on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, oligomenorrhoea, abdominal pain lower, back pain, fibromyalgia, dyspareunia, dysgeusia, pruritus, anxiety, vaginal haemorrhage, vaginal infection, uterine leiomyoma, vaginal discharge, abdominal distension, mood swings, breast pain, fatigue, rash, vaginal prolapse, myofascial pain syndrome, uterine enlargement, vomiting, crohn's disease, white blood cell count increased, intestinal obstruction, irritable bowel syndrome, adenomyosis and arthralgia outcome was unknown and the genital haemorrhage and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, anxiety, arthralgia, back pain, breast pain, crohn's disease, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, intestinal obstruction, irritable bowel syndrome, menorrhagia, mood swings, myofascial pain syndrome, oligomenorrhoea, pelvic pain, pruritus, rash, uterine enlargement, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal prolapse, vomiting and white blood cell count increased to be related to essure (ess205). The reporter commented: some ailments have resolved. Reporter commented-it caused fibroid tumors and my uterus to cleft in half. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: fallopian tubes not fully occluded; on (B)(6) 2007: results: tubal occlusion.; in (B)(6) 2007: results: fallopian tubes not fully occluded; on (B)(6) 2007: results: fallopian tubes fully occluded. Pregnancy test - on (B)(6) 2008: results: miscarriage. On (B)(6) 2007, hysterosalpingogram revealed essure devices are seen within the uterine tubes on the scout film of the pelvis. Concerning the injuries reported in this case, the following ones were reported via social media: myofascial pain syndrome post essure and uterus was also growing into abdominal wall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event joint pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-jan-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower pelvic pain and cramping. A total hysterectomy with partial bilateral salpingectomy was performed to remove micro-inserts around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.